Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via radial artery. The concentric, de novo target lesion, containing a more than or equal to 90 degrees bend was located in the mildly tortuous and mildly calcified left anterior descending artery. A 06/2.50 flextome¿ cutting balloon¿ was selected for use. During procedure, the balloon ruptured on the first inflation below the rated burst pressure. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm distal to the distal end of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The shaft polymer extrusion was kinked at approximately 15mm proximal of the guidewire port. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via radial artery. The concentric, de novo target lesion, containing a more than or equal to 90 degrees bend was located in the mildly tortuous and mildly calcified left anterior descending artery. A 06/2.50 flextome cutting balloon was selected for use. During procedure, the balloon ruptured on the first inflation below the rated burst pressure. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.